Event description:
It was reported that t:slim x2 pump battery did not charge even though charger, wall adapter, and outlet were confirmed to be working, and charging connection was not recognized while a damaged usb port was observed. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, was instructed to place pump into storage mode, and was informed they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and requested return of problematic pump using a prepaid label.